Manufacturer narrative:
Email address for contact office in field (B)(6). The investigation has determined that a non-reproducible, higher than expected vitros tropi es result was obtained from a patient sample on a vitros 5600 integrated system. A definitive assignable cause could not be determined. Historical vitros tropi es lot 3775 quality control data was not available as this was a new reagent lot just put into use the day of the event. Therefore, a vitros tropi es reagent issue could not be ruled out as a contributing factor to this event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tropi es lot 3775. An instrument related event has been ruled out as a contributing factor as vitros tropi es precision testing was within the acceptable guidelines. In addition, pre-analytical sample handling has been ruled out as the customer is following the sample tube manufacturer recommendations for centrifugation.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible and higher than expected troponin I result obtained from a patient sample processed using vitros immunodiagnostic products troponin I es reagent (tropi es) on a vitros 5600 integrated system. Vitros troponin I es = 0.165 versus expected <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros tropi es patient result was reported from the laboratory. The physician questioned the vitros tropi es result and repeat testing was performed. A corrected result of <0.012 ng/ml was reported out of the laboratory. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).